Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A device was returned to third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation, dust/dirt were present. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were 3 error codes found. The third-party service center concludes that they confirm the customer's allegation and there was a visible foam degradation, dust/dirt were present and unit got scrapped.

Manufacturer narrative:
Upon further review and evaluation by third-party service provider, no foam particles or evidence of foam degradation were identified within the device. The initial MDR was submitted based on preliminary information suggesting a potential foam-related issue. However, subsequent evaluation findings do not support the presence of foam degradation. This supplemental report is being submitted to correct and update the information previously reported. The following correction has been updated in this report. In evaluation results code grid, (B)(6) has been corrected to blank. Component code grid has been corrected to blank. In conclusion code grid, (B)(6) has been corrected to blank.